Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown: however, it was reported the device was not used past its expiry date. Reported issue of clip deployed improperly. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2017-00529 pertains to the first resolution 360 clip device, manufacturer report # 3005099803-2017-00530 pertains to the second resolution 360 clip device and manufacturer report # 3005099803-2017-00531 pertains to the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed improperly. The same issue happened with the second and third resolution 360 clip devices. The procedure was completed with the fourth resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.